Event description:
It was reported that patient experienced low blood glucose event on 14 june 2026 which was addressed by eating banana.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).